Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer believed the insulin gauge fill estimate was inaccurate. The customer was educated on the fill estimate calculations and the customer did not accept the pump insulin gauge was accurate. The customer maintained that the insulin gauge displayed inaccurately. No reported adverse impact to the customer's blood glucose.